Event description:
After surgery was completed, the surgeon noted that a screw was missing from the screwdriver handle. According to the doctor, there is a possibility that the screw came off during the case and may remain in the pt's body. The distributor further states that their sales representative has been in contact with the surgeon involved in this case and that the surgeon has ordered post-operative imaging in order to determine whether or not the screw remains in the pt's body.

Manufacturer narrative:
It is unclear whether or not the screw had fallen into the pt's body. Users must check the condition of all instruments used in surgery. Screwdrivers contain moving parts which may become loose when used improperly. Furthermore, additional investigation into the root cause of this issue cannot be completed without the return of the implicated sample or the imaging the distributor indicated would be ordered. We have asked for copies from the distributor but at the time of this writing have not received the imaging.